Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy pacemaker (crt-p), right ventricular (rv) and left ventricular (lv) lead presented for an in-clinic follow up with complaint of syncope. Review of stored device memory revealed several non-sustained ventricular tachycardia (nsvt) episodes due to noise on the rv channel that resulted in pacing inhibition for greater than two seconds. This patient was pacemaker dependent. Additionally, lv pacing impedance measurements were noted to have increased to 1,658 ohms and rv pacing impedance measurements were noted to have increased to 888 ohms. Boston scientific technical services (ts) discussed potential causes and recommended bringing the patient back in for further evaluation. A follow up appointment will be scheduled for a date in the future. No additional adverse patient effects were reported. Available information indicates that this product remains implanted and in service.